Manufacturer narrative:
This is being filed as corneal ulcer. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be draw. To date there is no confirmation of the treatment or outcome of the treatment. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.

Event description:
On (B)(6) 2011 pt reports they were treated for a corneal ulcer (B)(6) 2011 at (B)(6). An attempt to f/u up with the ecp for more info has been made with no reply to date. This is being filed as a corneal ulcer.